Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the hcp that the patient complained of chronic pocket pain so the hcp decided to do a complete explant. Impedance checks were revealed to be normal and the cause of the pain was unknown. The issue was resolved at the time of the report and there were no further complications reported/anticipated.